Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a hole in the bd intima-ii¿ closed IV catheter system that caused leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8215452. Our records show the reported lot was manufactured in august of 2018, and determined that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, our review of the submitted sample identified characteristics in the damaged section of the tubing that indicated the root cause for this event was a broken component on one of the manufacturing machines. The broken component was identified and replaced during a review of the manufacturing line and the equipment was modified to mitigate the reoccurrence of this event.

Event description:
It was reported that there was a hole in the bd intima-ii closed IV catheter system that caused leakage. There was no report of exposure, injury, or medical intervention.